Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was reportedly fractured in an unknown location. A routine device replacement procedure was performed. During the attempt to remove the rv lead, the lead broke and a portion of the lead remains in the patient's heart. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 95mm from the terminal pin, proximal segment only returned. Set screw marks were noted on the terminal pin and ring, four on each. The identification tag was cracked in two places and shows signs of movement. Additionally, a cut was noted in the insulation and body fluid was noted in the lumens. Testing of the lead confirmed that the lead was electrically continuous with manipulation. Detailed analysis confirmed that all conductor coil ends appeared to have been severed, with no fracture noted.